Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose. The customer reported their blood glucose declined to 37 mg/dl. The customer was able to treat their blood glucose with food. The customer also reported they were able to raise their blood glucose to 49 mg/dl. The customer's blood glucose was around 60 mg/dl at the end of the call. Troubleshooting did not find any issues with the insulin pump. The insulin pump passed a high pressure test during troubleshooting. Customer was advised to change out their entire infusion set, reservoir, and insulin. The customer declined to return the insulin pump for analysis.